Manufacturer narrative:
Based on the claim against the product by the customer noting that the wire came poking out when the tip was moved, an investigation was completed. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables were exposed at the instrument tip and control movements at the wrist. The complaint regarding that the wire came poking out when the tip was moved was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the tenaculum forceps instrument the wire came poking out when the tip was moved. There was no report of patient involvement. The tenaculum forceps instrument was last used in a benign hysterectomy procedure.